Event description:
A (B)(6) female pt contacted zoll customer support to report constant gong alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. The cause of the check belt / check pad alarms is a defective component q1 inside ECG electrode c and d. The cause for the defective q1 in both electrodes is a short. The root cause fo the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.